Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 200 mg/dl to 400 mg/dl. The customer had symptoms such as light headedness and treated with manual insulin injection. Customer's blood glucose value was 124 mg/dl at the time of the call. Device had alarmed insulin flow blocked alarms. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.